Event description:
Acct. Reports that when the nurse was inserting the blunt cannula into the injection site, the port "cracked". No pt. Injury occurred.

Event description:
Acct. Reports that when the nurse was inserting the blunt cannula (bd blunt plastic cannula #303345) into the injection site, the port broke. It made a hole large enough for ivfs to run out to the port. Tubing was changed which is a nursing intervention. No medication was inserted through the port. No pt. Injury occurred.